Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose levels were not entered into the pump and continuous glucose monitor was not in use with the pump during the reported dates. Cartridge change sequence was completed on (B)(6) 2018. User delivered multiple over ride boluses without entering current bg or carbohydrate gram values. There were no erratic basal rate adjustments. Compliant could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 33-51 (mg/dl). To treat low bgs, the customer consumed juice. Recommendation was made to consult with health care provider regarding diabetes management.